Manufacturer narrative:
H3, h6: the device used in treatment has not been returned for evaluation and with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause on this occasion. Probable root cause include storage temperature or raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances of the reported event. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported.